Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/ vial and clear residue was found on the product. Visual inspection found the lens haptic torn and broken. Corrected data: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens -10/+2/091 diopter in the patient's right eye (od) on (B)(6) 2017. Model no.: it is corrected to " vticm5_13.2". (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s, but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm13.2 implantable collamer lens, -10/+2/x091 diopter, into the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting and was exchanged for a shorter lens of similar diopter. The problem was resolved. On (B)(6) 2017, the patient's uncorrected visual acuity (ucva) was 20/20.